Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the tip of the device (part of the tissue pad) was released during surgery. It was able to take out of the patient. The patient did not suffer any harm and the time of surgery was not prolonged. It was replaced by one of the same brand and type.